Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1817404) on 22-oct-2018. The most recent information was received on 01-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly pain") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), menorrhagia ("hemorrhagic menstruations"), fatigue ("chronic fatigue"), amnesia ("loss of memory"), disturbance in attention ("difficulty to concentrate"), headache ("headaches / regular headaches") and anaemia ("anemia"). At the time of the report, the abdominal pain, menorrhagia, fatigue, amnesia, disturbance in attention, headache and anaemia outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, anaemia, disturbance in attention, fatigue, headache and menorrhagia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), menorrhagia ("hemorrhagic menstruations"), fatigue ("chronic fatigue"), amnesia ("loss of memory"), disturbance in attention ("difficulty to concentrate"), the first episode of headache ("headaches"), anaemia and the second episode of headache ("regular headaches"). At the time of the report, the abdominal pain, menorrhagia, fatigue, amnesia, disturbance in attention, anaemia and the last episode of headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, anaemia, disturbance in attention, fatigue, menorrhagia, the first episode of headache and the second episode of headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.